Event description:
The user facility reported a 66-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient was taken to evor for cutdown to remove impella due to possible limb ischemia. Patient did have hematoma under skin. A fogerty catheter used to remove clot from external bypass sheath and the removal was successful.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the patient was taken to evor for cutdown to remove impella due to possible limb ischemia. Patient did have hematoma under skin. A fogerty catheter was used to remove clot from external bypass sheath and the removal was successful. A vascular surgery treatment resoled the limb ischemia. The cause of the limb ischemia issue was biomaterial since issue solved with the removal of clot instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Additional information for the initial MFR 1220648-2023-02990 was provided in sections d6a, d6b, h1, and h6.